Event description:
The allograft was implanted in 2006, and cultures were taken prior to implant. Four days later, the cultures developed results positive for staphylococcus simulans. The patient has shown no signs of infection; however, prophylactic antibiotics have been administered.

Manufacturer narrative:
An investigation is ongoing and the results will be reported in a follow up report.